Event description:
Upon removal of swan ganzs catheter, the nurse noticed that there was an excessive amount of fluid and blood flowing out of the top of the hemostasis valve. Upon further inspection the valve had been pulled out of the plastic housing of the distal tip of our twist lock contamination shield. When that was pulled back from the the hemostasis valve it left only the rubber valve in place, when the catheter was pulled out it dislodged the valve out of the plastic sideport hub, leaving an open line into the pt. Product was removed from pt.